Manufacturer narrative:
Product analysis: analysis found the analyzer passed all incoming functional tests. The battery was depleted. The device was mechanically intact. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no "new filter" option in the analyzer so it is impossible to update. There was no patient involvement. It was further reported that the analyzer was returned for service.